Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. There was no malfunction report of the subject device concerning the events. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On september 27, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿clinical study on ftul treatment outcome for kidney stones in our hospital¿. Complications after f-tul(flexible transurethral lithotomy) using olympus uretero-reno videoscope (urf-v or urf-v2) were reported in the literature. The literature reported that 56 cases of f-tul procedures using the subject device were conducted between april 2010 and march 2017. In the procedures, 9 cases of complications reportedly occurred as follows; acute pyelitis : 3 cases, stone street : 5 cases, ureteral stenosis : 1 case. The literature concluded that f-tul is safe and effective treatment. There was no information on which model of the endoscope was used in each procedure. Further detailed information could not been obtained at present. According to the number of the type of complication (acute pyelitis, stone street, and ureteral stenosis), omsc is submitting 3 medical device reports for each endoscope model (total 6 of mdrs). This is a report on ureteral stenosis in urf-v and 2 of 6 reports.